Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 07-sep-2016, fse arrived at the site to address the reported event. Upon inspection of the device, the fse discovered the water heater was not functioning and the wash probe being contaminated. These were replaced. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to a malfunction of the wash heater.

Event description:
On (B)(6) 2016, the customer reported to a technical support specialist (tss) of the wash heater not reaching the desired temperature and timing out. On (B)(4) 2016, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.